Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (communication faults / damaged connector) was confirmed. Upon evaluation, the latches on the trunk cable connector were damaged, creating an insecure connection between the belt and the monitor. The cause of the communication faults is the damaged connector. The root cause of the damaged connector has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing communication faults and had a damaged connector.